Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Boston scientific received information that the patient with this device system was presented in the ER with symptoms of heart failure and shortness of breath. During device interrogation, an error message was received. It was determined that the device was no longer functional. The patient was reportedly non-compliant with follow up appointments. The patient was admitted to the hospital and was scheduled for a device change out procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Event description:
Additional information was received that a revision procedure was performed. The device was explanted. No adverse patient effects were reported during the procedure. The device was returned for reliability analysis.